Event description:
It was reported that a nail broke at the hole for a helical blade. The patient had previously undergone a trochanteric fixation nail (tfn) procedure (date unknown) to address a sub-trochanteric fracture. The patient then experienced a non-union. A revision procedure occurred on (B)(6) 2015, during which the im nail, helical blade, and two (2) distal interlocking 5mm screws were removed. The surgeon reported that the 130 degree aiming arm used during this procedure was not interfacing with a compression nut. The surgeon further described the arm as ¿popping out.¿ no further information was provided. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Patient date of birth, gender, and weight are unknown. Date of postoperative non-union is unknown. Additional product codes for this report include hwc. Date of original implant procedure is unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: date of manufacture: april 12, 2012. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 6922070 (11.0mm ti helical blade 90mm) was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 6714038 met all specifications. A non-conformance report was written against this lot of material, but the nonconformance of "painted ends" had no impact or effect on the product as the disposition was "use-as-is" since the bar ends get cut off and are not used in the manufacturing process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.